Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported product was used in surgery for lcs (lumbar canal stenosis), stabilizing l4-l5, on (B)(6) 2017. While the surgeon was inserting the reported probe ¿xpdm thoracic pedicle prb, st (279702030),¿ it broke. He removed all the fragments, and he recalled the bone quality was solid. The surgery was completed without a delay.

Manufacturer narrative:
(B)(4). One (1) expedium thoracic pedicle probe ¿ straight [product code: 2797-02-030, lot no: nw111296] was returned to the customer quality unit (cqu) for evaluation. Visual examination at the macroscopic level revealed a fracture of the probe¿s distal tip, approximately 40mm from the distal end. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the straight pedicle probe breaking cannot be positively determined. However, the fracture analysis report indicated that the fractured surface exhibits rough surface characteristics that extend across the entire surface suggesting that the probe underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.